Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that there was a nick in the tubing which resulted in a hole in which IV fluid and medication leaked out of the line. This caused medication to be wasted and it interfered with patient safety since the patient did not received the medication in a timely manner. There was no harm. Normal saline was the primary infusion and an antibiotic was the secondary infusion. The antibiotic was the one that was infusing at the time that it was noted.

Manufacturer narrative:
The customer's report of a hole in the tubing was confirmed via a photo provided by the customer which shows an apparent slice cut in the tubing. The root cause of the cut was not identified.

Event description:
The customer reported that there was a nick in the tubing which resulted in a hole in which IV fluid and medication leaked out of the line. This caused medication to be wasted and it interfered with patient safety since the patient did not received the medication in a timely manner. There was no harm. Normal saline was the primary infusion and an antibiotic was the secondary infusion. The antibiotic was the one that was infusing at the time that it was noted.